Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has low impedance on the right side. Physician believes it is caused by fluid in the ipg header. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report that the device was revised due to ¿eri¿ was confirmed. Analysis and longevity calculation found the device had declared eri and the battery depletion, due to usage, was normal.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.